Event description:
It was reported that an open-end flexi-tip ureteral catheter appeared to shred upon advancement through cholangiogram forceps. No resistance was noted during advancement. No fragment(s) needed to be removed from the patient. The procedure was completed with another 5 fr catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code =(B)(6). E3- occupation: supply manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that an open-end flexi-tip ureteral catheter appeared to shred upon advancement through cholangiogram forceps. No resistance was noted during advancement. No fragment(s) needed to be removed from the patient. The procedure was completed with another 5 fr catheter. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The open-end flexi-tip ureteral catheter was returned without package or labeling. The distal tip has been torn off and it appears that the tubing has been shaved off as if it abraded by another device. Additionally, a document-based investigation evaluation was performed. A review of the device specification was performed including quality control procedures. Cook has concluded that sufficient inspection activities are in place assure functionality and device integrity prior to shipping. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents do not provide evidence that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (t_urecat_rev1) supplied with the device states " if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. " it was reported there was no resistance felt when advancing or removing the catheter. The instructions for use also state "ureteral catheters are indicated for access and catheterization of the urinary tract". The instructions for use supplied with the device state "ureteral catheters are indicated for access and catheterization of the urinary tract". The device was used through cholangiogram forceps suggest the procedure was likely a cholangiogram [putting contrast medium in the bile ducts] which is off label use of the device. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded the cause of the complaint is the catheter being inadvertently scraped by another device likely during off label use. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.